Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the ivf's were noted to be leaking then after tightening the connection the max zero connector continued to leak while connected to a patient. The max zero connector was replaced. There was no patient harm.

Manufacturer narrative:
This occurred in the neonatal intensive care unit.

Event description:
The customer reported that the ivf's were noted to be leaking then after tightening the connection the max zero connector continued to leak while connected to a patient. The max zero connector was replaced. There was no patient harm. This occurred in the neonatal intensive care unit.

Event description:
The customer reported that the ivf's were noted to be leaking then after tightening the connection the max zero connector continued to leak while connected to a patient. The max zero connector was replaced. There was no patient harm.

Manufacturer narrative:
The customer's report of a leak at the connection to the maxzero valve was confirmed. Visual inspection showed no anomalies. Functional testing showed a fluid leak at the engagement between the mating set and the valve top. Further inspection of the valve under magnification showed a microchannel/scratch. The root cause of the microchannel was an equipment error during the inspection and testing process.